Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 76" message and would not power up using battery power. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated and attributed to the pace/defib (pd) engine board. The pd engine was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.